Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found the tubing, peristaltic head (rohs) was leaking. The fsr replaced the tubing, peristaltic head (rohs), which resolved the issue. Return testing was not completed as returns were not available. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c8000 did not identify any trends associated with the complaint issue. A review of tracking and trending for the tubing, peristaltic head (rohs) did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c8000 processing module for serial (B)(6) or the tubing, peristaltic head (rohs), was identified.

Event description:
The customer observed a falsely elevated creatinine on the architect c8000 processing module for one patient. The following results were provided (reference range 0.72 - 1.25 mg/dl): initial creatinine result= 14 mg/dl; repeat result= 0.71 mg/dl. There was no impact to patient management reported.

Event description:
The customer observed a falsely elevated creatinine on the architect c8000 processing module for one patient. The following results were provided (reference range 0.72 - 1.25 mg/dl): initial creatinine result= 14 mg/dl; repeat result= 0.71 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.